Event description:
Welded pin holding saw blade guide has snapped.

Manufacturer narrative:
Welded pin holding saw blade guide has snapped. Found in returned loan kit. No other information available. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer. Examination of the submitted cutting guide confirmed the one of the two cutting guide bridge washer components head was no longer attached to the bridge component, a washer is also broken and was returned. The root cause is being attributed to wear out. The instrument has been subjected to heavy usage. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Although this investigation did not establish the need for corrective action, a new patella resection guide 950501121 sigma hp pat res guide has been designed and does not contain similar bridge washer to bridge features.

Manufacturer narrative:
This complaint is still under investigation.